Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, rotation test, noise, leak and cut test according to requirements. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.5 c and 54.6 c under load testing with coolant spray on. Maximum temperature for the attachment head exceeded maximum allowable temperature standards during under load testing. The returned attachment was than lubricated using midwest automate and tested again. Black debris was observed on the cap during free run testing. The attachment maximum temperature while free running with coolant spray off was 41. 9 c and 40.0 c under load testing with coolant spray on. These temperatures did not exceed requirements. Microscopic evaluation revealed debris and some corrosion inside cap cavity and within inner components. All gears looked good. The lack of lubrication and debris build up may have caused instability of the set assembly and most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.